Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 25% to 0% an subsequently shut off due to insufficient power. In addition, the customer stated the wake button was not working. Reportedly, the pump screen can be turned on when pump is connected to a power source. Customer reported blood glucose level was 180 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).